Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory.

Event description:
The patient reported that they were working in their flower bed the other day, when their legs started jerking and felt weak. The patient mentioned they have restless leg syndrome, which is likely the cause of their legs jerking and feeling weak. The patient stated that they tried to stand up but couldn¿t, and ended up falling on her bottom and her back. The patient said that they have been having trouble ever since then. They met with their manufacturing representative (rep) after the morning of the report and the rep ¿did all kinds of things¿ and changed out the batteries but the patient still didn¿t feel right. It was reviewed that if changing and adjusting their programs does not resolve the issue, then they should follow up with their healthcare provider. Follow up information from the patient indicated that their programmer antenna did not work. A manufacturing representative brought a replacement antenna to their apartment, but even with the replacement, ¿it¿ still wasn¿t right. The patient mentioned that they will call back after the (B)(6). Indication for use is non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.